Event description:
On 3/27/92, the patient was operating the hand control of kin air bed when she claims it "stuck". Top and bottom of bed moved to upright position. Patient complianed of back pain. X-rays of back revealed l-5 fracture:age undertermined. Patient had contractures on admission severe osteopenia and a history of ms. She was admitted for pathological fracture of left hip. No back films done prior to the incident. The bed was removed from service, evaluated by service organization and returned to service, not necessarily at our facility. Malfunction could not be duplicateddevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: independent factory trained/authorized service organization. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: other, control switches/knobs/toggles. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device repaired and put back in service, device returned to manufacturer/dealer/distributor, device temporarily removed from service. The device was not destroyed/disposed of.